Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low battery alarm while connected to the mpu was not confirmed; however, the reported event of a communication issue between the system controller and the system monitor was confirmed. The system controller was returned for analysis and a log file was downloaded from the returned controller for review with events spanning approximately 1 day (10mar2020 per time stamp). There were no alarms or events related to the reported event active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller could not communicate with the system monitor. The dual power leads of the system controller were replaced, resolving the communication issue. The remainder of the preliminary and functionally tested was performed with the test cables. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The dual power leads were replaced into the system controller and then connected to a test mpu; however, the reported low battery alarm while connected to the mpu was unable to be reproduced. A current leakage test was performed and a break in the insulation on the brown wire in the black power lead was observed. A continuity test on the cables were performed and an open lead on the orange wire was observed. The cables were visually inspected and were found to be bent in multiple spots. The cables were stripped and a break in the orange wire on the white power lead was found as well as a small cut in the insulation on the brown wire in the black power lead. The orange wire in the white power lead is responsible for communication between the system controller and the system monitor, and the brown wire is responsible for the battery gauge. The root cause for the reported communication issue was conclusively determined to be due a break in the orange wire on the white power lead. The root cause for the low battery alarm while connected to the mpu was not conclusively determined; however, the cut in the insulation on the brown wire of the black power lead has the potential to cause the reported alarm if the wire were to short to the shield. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced "low battery" alarms continuously when connected to the mobile power unit (mpu). After changing power sources to 14 v batteries no alarms occurred. When the patient switched back to the mpu the alarm reoccurred and persisted. A self-test was performed on the system controller normally. The healthcare team visited the patient's home and tried to connect the patient to the power module and system monitor, however, no data was sent to the system monitor. "Not receiving data" was shown on the system monitor screen when the white power cable was connected to the power module and system monitor. The medical team decided to exchange the system controller for the backup controller under doctor supervision. After the system controller was replaced a self-test was performed normally and the pump operated as intended.